Event description:
Lvad implanted 9/12/96. Pt doring well awaiting heart transplatation. Ambulating back to room (in ccu) when nursing staff noticed pt to be pale in color. Pt was assisted to a chair and the medical staff notified immediately. Pump described to be making a "swishing" sound ratheter than the usual "pumping" sound. Pt moved to bed. Emergency cardiac bypass was esatblished by the cardiac surgeon in the ccu and the pt was transported to the operating room. Pt was also intubated and ventilated with 100% oxygen immediatelt upon arrest in ccu. Resuscitative efforts were discontinued in operating room and pt was declared dead by cardiac surgeon.